Manufacturer narrative:
Zoll medical (B)(4) service technicians evaluated the device at the customer's facility and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The associated electrodes were not obtained for evaluation. The device history data was also not available for evaluation as part of this investigation. The device was recertified and returned to service. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.